Event description:
Patient a had cervical spine surgery that encompassed the use of the endura dural substitute a product that was recently recalled. Patient a has symptoms that mirror possible complications identified in the notice. Patient a continues to be treated with long term oral antibiotics. Patient a's progress is being followed by the treating neurosurgeon and infectious disease specialists. Dose or amount: as required. Route: intracervical. Dates of use: permanent insertion 2006 - 2007. Diagnosis or reason for use: as part of long term healing process.